Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. The distributor's fse that discovered the issue cleared out the water from the crm which resolved the issue and no further alarms were generated. The fse completed pm all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer.

Event description:
During preventative maintenance (pm) performed by the distributor's field service engineer (fse), the cs100 intra-aortic balloon pump (iabp) generated a "maintenance required code 3" message. In addition, the fse observed water in the condensation removal module (crm). There was no patient involvement and no adverse event reported.